Manufacturer narrative:
The remote service personnel restored the system by restarting the central monitor. The problem is resolved and the device was restored to use. Based on the information available and the testing conducted, the cause of the reported problem was unknown, and the reported problem was not confirmed. The device was returned to use after was operational after troubleshooting steps were taken by restarting the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pic ix indicating no sound comes out of the central monitor speaker and an analysis was performed. The device was in use on a patient. There was no report of patient or user harm.